Event description:
"Caller alleged discrepant results comparted with the lab. Results as follows:" date: 2009, inratio: 4.0, lab: 14. Customer was performed correlation study on new meter before using meter for patient testing. On the same day, a female patient came to hospital with suspected gi bleeding, low hematocrit level (23.1%), and pneumonia. Customer included this patient in evaluation study. Patient was alert at the time and was given vitk treatment. She died later due to multi system failure. Customer stated that patient death is not meter related. Meter is not in use at this point.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009. Inratio meter = 4.0 inr, reference = 14 inr, mean = 9.00, confidence limits = unable to determine. The mean of the inratio meter and comparative system inr were calculated. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional testing/investigation is required. Investigation was performed using returned and in house meters and retain strips from lot listed in complaint. Testing was performed with two donors. Accuracy test was performed on returned meter with retained strips. Accuracy criteria met. There is no sufficient information to determine the root cause of end-user's discrepancy. Further testing is not required at this time. As of three months later, 13 discrepant results complaints were reported for lot #216969 yielding a complaint rate of 0.003%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. On going trending shall be performed to determine if further action is warranted. The allowable difference between the inratio inr's and sysmex inr's are calculated. At least two out three replicates for both samples for lot 216969 are within the allowable bias. No discrepant results were established on returned and in-house meters. These meet the above criteria, and then no further action is required. No corrective action required at this time as no product failure was established.